Event description:
Reporter alleged, the customer had blacked out and was unresponsive, however, when tested, his blood glucose result was 274 mg/dl on his aviva system. Reporter stated, the result was compared to the paramedic's measurement of 134 mg/dl, when the comparison was performed within 10 minutes. Reporter stated, the customer was taken to the hospital where additional testing was performed on the customer. It was stated the customer did not receive treatment for hyperglycemia or hypoglycemia. A request was made for the return of the suspect device and replacement product was sent.